Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose levels as a result of this issue. The caller was instructed on techniques to activate the button, but the problem persisted. Consequently, a replacement pump was arranged, and the customer was to switch to multiple daily injections (mdi) for insulin delivery in the interim. Caller agreed to return the faulty pump using a pre-paid label and confirmed understanding of the necessary procedures, including storage mode activation prior to return.